Manufacturer narrative:
The na electrode lot number is n3232 and the expiration date is 26-nov-2023. The cl electrode lot number is h4537 and the expiration date is 26-nov-2023. The qc recovery data provided was acceptable. It was found that the customer centrifuges patient samples for 5 minutes at 5200 rpm, which may be too short and too fast. The field service engineer (fse) observed that an o-ring was missing from an acrylic block and another o-ring was protruding. The fse replaced the ise probe and the missing o-ring, flushed and conditioned the flow path, and performed ise checks and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 152 mmol/l and the initial cl result was 118 mmol/l. The results were accompanied by delta check flags which prompted the customer to repeat the sample. The sample was repeated on another pro ise analyzer and the repeat na result was 138 mmol/l and the repeat cl result was 107 mmol/l. The repeat results were deemed correct.